Event description:
Same case as MFR report #: 2134265-2010-03000. It was reported that during a rotational atherectomy procedure, a perforation and subsequent death occurred. The lesion was located in the right coronary artery (rca). The patient was "very sick". The physician advanced the rotawire in the vessel however he went into a false lumen. The 1.5mm rotablator rotalink plus was advanced on the wire and ablation was performed without difficulties. However, a perforation of the artery occurred. This led to tamponade and emergent open heart surgery in the cath lab, and death.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure, c4 defective. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient's granddaughter contacted lifescan (lfs) alleging that the patient's onetouch select meter was prompting a battery indicator. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient's granddaughter reported that the alleged issue started on the evening of (B)(6) 2010 (at approximately 7:00pm). The reporter informed the cca that the patient manages her diabetes with oral medications (type unknown). The reporter denied that the patient made any changes to her diabetes regimen as a result of the alleged issue. However, on (B)(6) 2010 at approximately 1:00pm the patient's granddaughter stated that the patient's hands began to tremble and she became incoherent. The reporter informed the cca that the patient's daughter immediately contacted emergency services and they arrived within 10 minutes. The reporter claimed that the patient's blood glucose was "41 mg/dl" when tested with the ems meter. The reporter also stated that the patient was treated with "sugar" by the ems personnel. At the time of troubleshooting, the reporter informed the cca that the subject meter's battery had been replaced; however, the alleged issue was not resolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.